Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump did not recognize opened door during testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported "device does not recognize door opened," was confirmed. Device inspection found that the upper link switch was not functioning as intended and the upper hook switch was damaged as cause of the issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.